Event description:
The lead was capped and will not be returned for analysis.

Event description:
At follow-up during dft testing, two alerts were observed, hv lead impedance less than 10 ohms and possible output circuit damage. It was noted that hv lead impedance checks were performed after the original dft but were blocked when the message possible output circuit damage would appear. Noise also appeared on the ventricular sense pace channel right before the testing. The physician noticed lead damage and explanted the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
A compelete analysis could not be performed due to partial lead returned measuring 14.4 cm. The damage found was sustained during the surgical procedure.